Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit had a pressure fluttering error and needed to be returned for servicing to update the software. The pressure was set to 250mmhg, 350mmhg. The pressure reading fluctuated 15-40mmhg from the set pressure throughout procedures on all devices. All devices were plugged in to hospital grade outlets during use. There was no patient harm/injury or surgical delay reported. There was no medical intervention/additional surgical procedure required. The surgery was completed with another device. The surgical technique for the product was utilized. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the pcb was replaced to update the software and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.